Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of guide catheter broke. Block h10: the device was received and analysis is completed. A visual evaluation of the returned device found that the proximal section of the pull wire was kinked in several locations. The push catheter was severely kinked in some locations. The guide catheter was detached from the delivery system and it was not returned with the device. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink push catheter. Once the push catheter is kinked in several locations, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues deploying the stent, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can result in guide catheter detachment due to friction between the components (catheters/pull wire) at kinked areas. Therefore the most probable root cause for this event is adverse event related to procedure. A review of the device history record (DHR) was performed, no anomalies were noted found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, when the stent was being released, the guide catheter was broken. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. However, the stent was deployed successfully. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, when the stent was being released, the guide catheter was broken. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. However, the stent was deployed successfully. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.